Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was 419 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer felt the insulin pump was under delivering insulin. Customer advised the cannula was bent and changed out their site. Customer's alarm history showed low reservoir alarms in addition to the no delivery alarm. Customer performed the displacement test and passed. Customer will follow up with their healthcare provider and was advised to monitor the insulin pump.